Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that the shock impedance measurements continued to increase. A commanded maximum energy shock was delivered to check the lead integrity. The shock impedances were within normal range; therefore, the patient will continue to be monitored. No additional adverse patient effects were reported.